Manufacturer narrative:
Weight-race: unk. PMA/510k: this product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -16.5/2.5/070 (sphere/cylinder/axis) was being implanted into the patients left eye (os) on (B)(6) 2022. The lens tear/ break during injection/delivery into the eye with patient contact and no patient injury. On (B)(6) 2022 the lens was implanted;removed intra-operatively. The problem was resolved. Cause reported as unknown.